Manufacturer narrative:
(B)(4).

Event description:
It was reported that during discharge a day after the system implant, a small hematoma with surrounding ecchymosis in the area of device pocket was observed. No treatment was given. On (B)(6) 2016, the patient observed bloody drainage from the pocket and came to the hospital. Moderate sized hematoma with dehiscence was observed. Infection was suspected. Patient was admitted and treated with antibiotics. Patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient presented to the emergency department with recurrent oozing from the device pocket. The wound appeared to be healed and some dark blood was seen. Infection was noted. The incision was cleaned and the antibiotics were prescribed. The event was resolved without sequelae on (B)(6) 2016.